Event description:
It was reported that upon inspection of the packages on the case cart, the vial appeared to have leaked through the one package down into the second dose. One dose was disposed of at the hospital. The sales rep took pictures of the remaining dose and then disposed of it. No patient was in the or at the time of discovery and this issue did not affect any surgical cases.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device eval: disposed of.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed based on photographs provided. Based on photographs provided, there is evidence of leaking and subsequently dried monomer on both unit carton and ampoule blister. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was confirmed as photographs were provided for review, however it cannot be determined when the reported damage occured. Based on the description of the event, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
It was reported that upon inspection of the packages on the case cart, the vial appeared to have leaked through the one package down into the second dose. One dose was disposed of at the hospital. The sales rep took pictures of the remaining dose and then disposed of it. No patient was in the or at the time of discovery and this issue did not affect any surgical cases.